Event description:
Reportedly, the device was replaced because longevity was indicated <3months, 7 years after implantation date.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis based on patient files did not reveal any device malfunction.

Manufacturer narrative:
Patient files analysis revealed that the device has been explanted before the recommended replacement time (rrt) on (B)(6) 2022 with a battery impedance of 5.32k. (Time to rrt displayed < 3 months) estimated mean longevity is provided in the labelling, which is based on pacing conditions and battery capacity given by the battery manufacturer. Since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 84,1 months (7 years). The implantation duration was 82 months, which is higher than 75% of the estimated overall longevity (75% of 84.1 months = 63 months). Based on hrs guidelines, normal battery depletion occurred. Upon reception, the returned device was operating in standby (vvi mode, 70 min-1, ventricular channel was with 2,5v amplitude and 1.00 ms pacing pulse width); as expected when the rrt is reached. The device could be interrogated. Proper communication was observed. The device was then reprogrammed in ddd mode: pacing pulses were delivered appropriately in a and v channels no overconsumption was detected during consumption measurements by telemetry. Then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; current consumption of the hybrid electronic module was normal; the device was then submitted to the standard electrical manufacturing test: the test is correct considering the battery impedance at reception. Based on available data, no issue is suspected with the subject device. This complaint has been recorded for trending purposes.

Event description:
Reportedly, the device was replaced because longevity was indicated 3 months, 7 years after implantation date.